Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a cage in a t12 replacement (t11-l1 transcutaneous pedicle screw fixation) for a t12 compression fracture, delayed nerve palsy. It was reported that after determining the size, the cage was attached to the inserter in the surgical field and operation was checked. It was not extended when it was attached to the inserter; it remained hard. Re-verification was performed after the operation and the cage started expanding, but the situation that it did not expand or extend smoothly remained the same. It was reported that there was no problem with the appearance, but it did not expand and contract when actually installed. When the package was opened, it was already not smooth in the expansion and contraction. There were no patient symptoms or complications as a result of this event. There was a delay of less than 60 minutes in overall procedure time. The device was never implanted. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis of product# 436120a, lot# ca19c073 - after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the centerpiece. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.